Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove the case from the pump, inspect and clean the pneumatic tap area, and successfully reload the original cartridge, allowing the customer to resume insulin therapy.